Manufacturer narrative:
The evaluation of the returned device showed that the inner aspiration cannula was pressed into the distal end of the silicone sleeve further than specified. This most likely occurred during use.

Event description:
During cataract surgery the surgeon experienced a capsule tear. There was no change in the surgical plan and an iol was implanted without impact to the patient.